Event description:
Pt has had intrathecal pump to treat back pain for 4 years. He had a "rotor stalled" and failure of the pump this week. Fentanyl had been turned up in response to the pump and not getting pain relief before they realized that the pump was not working. The plan is to replace the pump and start at a lower dose of fentanyl.